Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not working properly/tearing skin, internal piece that rotates the cutter was not rotating, the combs are bending, pins are very hard to open. Event occurred during surgery. No harm reported, yes a delay - had to get new mesher and more cadaver skin.

Event description:
No additional information received.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury. This product will be mentioned on MFR number 1526350-2018-10245-1.